Event description:
It was reported that the atrial lead had a possible fracture. It was noted that the patient has had a few falls, most recent fall corresponds with >3,000 lead impedance observed by clinician. An impedance of 200 ohms was noted a few months ago, in which a fall is also possible but not completely sure from patient and wife. A chest x-ray was not ordered. The decision was to monitor the patientsince no symptoms were reported and pacing percentage is minimal. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The distal and proximal conductors of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead continued to have high impedance and the lead was reprogrammed due to fracture. The lead was later explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: rvdr01 ipg 2011-(B)(6).